Manufacturer narrative:
Third party analysis was conducted and found the femoral side the hip stem was noted to be undersized and in varus. An interval ap radiograph dated (B)(4) 2011 demonstrated radiolucent lines in zones 2,3 , and 7mm stem migration. A malpositioned migrating hip stem will not affect cup position, but it will affect the biomechanics of the joint. The main effects are reduced offset and shortening. These conditions make it likely that there will be impingement, micro separation and subluxation of the bearing under normal loading conditions. All of these will cause abnormal loading and risk of excessive wear. Due to insufficient data the cause of the reported instability cannot be identified. A review of the manufacturing history records confirms no abnormalities or deviations reported. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date ¿ unknown. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2011 due to instability.